Manufacturer narrative:
(B)(4). Batch # p57p4v. Device evaluation: the analysis results showed that one plee60a device was returned with the closing trigger and anvil in closed position. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60b cartridge loaded in the device. The reload was received with the right side fully fired, left side partially fired 1/3 and with damage on cartridge deck. The cartridge was disassembled for verify the condition of the internal components of the reload were noted that one piece sled and some drivers were noted to be damaged. Upon further evaluation the firing and opening mechanism were noted to be jammed, the knife was buckled. The damage to the cartridge and knife is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No further functional testing could be performed due to the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device became stuck. The reverse button was used to reverse the blade and open the jaws. The procedure was completed with an alternate like device with no patient consequences reported. There is no additional information.